Event description:
The patient reportedly experienced intermittency and decrease in performance. The company was informed that the pt suffered a head injury around the time the problem began. External equipment was exchanged, and programming adjustments were made; however, the issue was not resolved. Surgery to explant the patient's device has been scheduled.